Event description:
It was reported that a vented paclitaxel set leaked a chemotherapeutic drug from the air vent. This was noticed during setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was not available for evaluation; however, the customer provided a photograph of the sample. A photographic inspection identified that the set was leaking through the air vent. The cause of the leak could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.